Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -8.5 diopter was implanted into the patients right eye (od) on (B)(6) 2022 . On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault. The replacement lens resolved the problem. Cause reported as unknown.

Manufacturer narrative:
(B)(4).